Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 109 mg/dl back to back with a result of about 30 mg/dl on the active s system when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemia symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the customer no longer has the strips and so no product will be returned for evaluation.